Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrence incontinence since (B)(6) 2024. A replacement surgery was performed during which the existing device was explanted and replaced. There were no further patient complications.